Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer shut down unexpectedly. It was indicated that the programmer had a system error. It was also indicated that the programmer had multiple external components which were damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced a system error and shut down during a threshold test. The programmer was returned for service. No patient complications have been reported as a result of this event.